Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services plugged the baton into the monitor and powered the device on. The cable was flexed and no failure was found. They verified that good images appeared on the screen. The monitor passed the electrical safety test and the camera image quality test. The device was returned to the customer. Additional part used: gs pgvl video baton 3-4: catalog: 0570-0185, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, while the device was being used, the video screen would flicker. The issue occurred with multiple batons. A delay in the procedure of 15 minutes occurred as a back-up glidescope device was obtained. No harm to patient or user was reported.